Manufacturer narrative:
This report is for one (1) unknown screw. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6), 2014 to have a competitor's device removed following a fall and subsequent periprosthetic fracture. After the hardware was removed, a 16-hole variable-angle (va) condylar plate left was implanted. Sometime thereafter, the plate broke. The patient was returned to the operating room on (B)(6), 2015 to have the broken hardware removed. The surgeon indicated that the bone had not healed and linked it to her past history of infection. Swabs and cultures were taken for further evaluation. This report is for one (1) unknown screw. This report is 2 of 2 for (B)(4).